Event description:
The customer reported getting high platelets( plt) backgrounds in the morning and having to repeat the startup to pass on the act diff instrument. Red blood cells (rbc) and hemoglobin (hgb) were also recovering high on the high control. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse performed a decontamination procedure. Additionally, he replaced diluent filters and water filters. The probe wipe was replaced and baths cleaned. High control values came down after decontamination. Calibration factors were also adjusted slightly. (B)(4).